Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment of a small benign stenosis in the distal cbd. The lesion was not dilated prior to stent placement. During the procedure, the physician deployed the stent and attempted to remove the delivery system. However the delivery system was stuck in the deployed stent and had to be removed by clamping the delivery catheter using the albarran channel of the scope and moving the catheter. It was reported that the tip of the delivery system was not reconstrained and closed prior to removal. About 10 cm of the delivery system, including the white dilation tip, broke off during removal and stayed in the stent . The rest of the delivery system was removed and the broken catheter was retrieved from the patient with biopsy forceps. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of tip detached. Reported event of inner shaft detached. Reported event of catheter difficult to remove. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was implanted in the common bile duct (cbd) during a stent placement procedure performed on (B)(6) 2013. According to the complainant, the indication for stent placement was treatment of a small benign stenosis in the distal cbd. The lesion was not dilated prior to stent placement. During the procedure, the physician deployed the stent and attempted to remove the delivery system. However the delivery system was stuck in the deployed stent and had to be removed by clamping the delivery catheter using the albarran channel of the scope and moving the catheter. It was reported that the tip of the delivery system was not reconstrained and closed prior to removal. About 10 cm of the delivery system, including the white dilation tip, broke off during removal and stayed in the stent . The rest of the delivery system was removed and the broken catheter was retrieved from the patient with biopsy forceps. The stent was left in place to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned device found that the distal handle had been fully retracted and it was noted that a section of the distal end of the inner with the tip was detached. The detached section was not returned. During analysis the inner was withdrawn from the outer and the inner had broken at 204 mm distal to the proximal end of the compressed area of the inner / 3 mm distal to the skived area. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.  A search of the complaint database confirmed that no similar complaints exist for the specified batch.  A labeling review was performed and, from the information available, this device was not used per the directions for use (dfu) / product label.  The dfu states; " post-deployment - after the stent is correctly positioned and fully deployed, while monitoring under fluoroscopic guidance, hold the leading handle stationary and carefully retract the trailing handle until the tip is flush with the end of the outer sheath. Then retract the delivery system and guidewire through the endoscope." Additional information states that they did not reconstrain the stent after deployment during the procedure. The investigation concluded that the complaint confirmed through complaint investigation that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. Therefore, the most probable root cause classification for the reported failure is user / use error.